Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that after the hernia surgery when they tried to turn the ins back on the patient was unable to increase the stimulation. They couldn't do anything to increase it over the weekend. They saw a representative on (B)(6)2018 and they fixed the problem right away. No further complications reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and family member regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient was seeing a settings not available screen. The caller stated the patient had a hernia surgery on friday and the device was turned off for the procedure. The caller stated they were able to turn the ins back on after the procedure, however when they got home and attempted to increase stimulation, the patient was seeing screen 59 - settings not available, cannot provide desired settings. The caller stated they have been able to decrease stimulation, but not increase stimulation. The caller was walked through checking for another group, but the patient only had group a available. The caller attempted to adjust each program in group a: program 1 (set at 1.5), program 2 (set at 1.8), and program 3 (set at 1.8), however settings not available screen continued to appear. It was reviewed with the caller the screen 59 may be due to emi from the hernia surgery, however this cannot be confirmed. The caller also reported the patient is in pain. No further complications were reported. No additional patient symptoms were reported.